Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) unit is draining helium at a fast rate. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated that the customer's helium tank went from full to empty over a single week. The customer turned over the unit to biomed at which point the repair request was declined. The hospital reportedly switched out to teleflex pumps. The cardiosave unit will reportedly be retired. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected fields: d9, h3.